Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized with a low blood glucose reading of 24 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. However, the customer stated that the doctor wanted the insulin pump replaced. During the hospitalization, the doctor put the insulin pump in suspend, but the doctor noticed that insulin was still being delivered. The doctor felt that this was the reason for the customer's low blood glucose levels. Advised the customer that the insulin pump would be replaced per the doctor's request. Nothing further was reported.